Event description:
It was reported that during a photo selective vaporization of the prostate procedure, the fiber goes into safety mode and suddenly stopped working. In addition, it was noted that the distal metal portion of the fiber detached inside the body of the patient. The detached tip was recovered, and the fiber was replaced to continue with the procedure. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the glass and metal caps determined that they are securely in place and do not show any signs of detachment. However, the microscopic analysis did identify a distal circumferential fracture, and the glass cap was rotating independently of the metal cap, indicative of glue failure. Further functional testing to verify the forward firing output rate, showed that it was above the threshold for potential patient harm. Based on these findings, the reported event is confirmed, due to damage on the tip. The metal cap exhibited mild charred debris adhesion indicative of excessive tissue contact. It is probable that the identified debris adhesion on the metal cap surface contributed to elevated temperature near the laser beam output window leading to the circumferential fracture. The increase in temperature near the laser beam output window can be caused by tissue adhesion from constant and heavy tissue contact and/or a decrease in saline cooling flow. Continuously elevated temperature can lead to fiber damage, including circumferential fractures and glue failure. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Based on analysis result, the interaction between the user and device caused or contributed to the observed fiber damage.

Event description:
It was reported that during a photo selective vaporization of the prostate procedure, the fiber goes into safety mode and suddenly stopped working. In addition, it was noted that the distal metal portion of the fiber detached inside the body of the patient. The detached tip was recovered, and the fiber was replaced to continue with the procedure. There were no patient complications.